Event description:
It was reported that during a procedure a left ventricular (lv) lead was attempted to be implanted, but after the lead kept falling into the main coronary sinus (cs) and not keeping its placement, the attempt was abandoned and the lead was removed. The patient received a dual-chamber pacemaker after the attempt, so a new lv lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.